Manufacturer narrative:
The lot number was provided for both malfunctions; therefore a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. The information reviewed indicated that model nnu6lpt drainage catheter allegedly experienced a crack. This report was received from various sources. This device was used in a (B)(6) year old male patient; weight was not provided. The second device was used in a (B)(6) year old female patient; weight was not provided. There was no reported patient injury.